Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn over the ok button and was found to be worn. All keypad buttons responded appropriately. Evaluation revealed that there was no contamination was found under contacts. The display was found to be dim and pink and scratched.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button/keypad (tactile change prior to damage). The reporter stated that the ok keypad button was unresponsive and the keypad was damaged. The reporter could not confirm whether the damage or the response issue had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).